Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found inside the sterile package. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event. Another product was used to conduct the procedure.

Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed if additional information is obtained and requires reporting.